Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that preventive maintenance was performed on their cobas 8000 c 702 module on (B)(6) 2018. After this maintenance, calibrations and controls were run. All results were acceptable. On (B)(6) 2018, the customer performed daily maintenance. The customer ran calibration and controls and all were acceptable. The customer then started using the analyzer for patient testing. The customer stated that they then received an erroneous result for one patient sample tested for creatinine on the c 702 module. Roche manufactures two creatinine assays as follows: crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which specific reagent was used. The sample initially resulted with a creatinine value of 149 umol/l and this value was reported outside of the laboratory. The customer's client requested a repeat of the sample. The repeat result was 75 umol/l. The repeat value of 75 umol/l was confirmed to be correct after an additional repeat. No adverse events were alleged to have occurred with the patient. The creatinine reagent lot number and expiration date were asked for, but not provided. The customer stated that they normally run controls every 3 hours. The controls were tested at this three hour point and after the affected patient sample was tested. Control results were acceptable. The customer did notice that some patient samples had abnormal results. The customer then stopped using the analyzer for testing and contacted technical support. The field service engineer determined that the issue was related to a rinse/wash mechanism tube that was sometimes pinched, leading to water residue within the reaction cuvettes. The instrument was performing correctly again after service.

Manufacturer narrative:
Investigations have determined that the service actions resolved the issue.